Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿broken/loose cable¿. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Other cables were not damaged. The housing was removed from the back end, no damage was observed. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable while pulling the myoma. Another instrument was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer confirmed that no fragment fell inside of the patient. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.